Event description:
It was reported a patient underwent a hip revision approximately nine years post implantation due to an infection. During the procedure, osteolysis was noted along with suspected wear of the liner. The liner and head were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 00902603607 / femoral head 36 mm diameter medium 7.0 mm neck length / lot #: 61896792. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified slight wear to the inner spherical surface of the liner. The lot was confirmed on both devices. No other damage was noted to either device. The complaint was confirmed based on the evaluation of the provided photo of wear to the liner. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined for the liner wear and osteolysis. No problem was found related to the infection after review by a hcp. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.